Event description:
The info was rec'd by medwatch report. It was reported that the procedure was being performed on a male pt with diabetes and coronary heart disease. The report states: a cardiovascular intensive care unit pt, status, post-operative coronary artery bypass x3 in 2008, experienced a change in pt condition, noted on event date. The nurse found the 4-way stopcock in the pulmonary artery catheter was cracked and leaking medications. Nurses were in the process of changing the cracked stopcock when the pt coded. Add'l info the following month, from nurse mgr stated that the average medication used through these catheters is epinephrine, saline, neo-synephrine and propofol. He does not know the exact drugs used on this pt. He also stated they do not use anything to clean the stopcocks.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.